Manufacturer narrative:
This report is submitted on january 4, 2021.

Event description:
Per the clinic, the patient experienced a skin necrosis at the magnet site from the magnet being too tight. The implant remains in-situ.

Manufacturer narrative:
Correction: it was reported by the clinic that the patient did not have necroctic tissue at the implant site, rather; skin soreness which has since resolved.